Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and 8 tachy shocks due to an episode of atrial tachycardia with rapid ventricular response. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Therapy was exhausted, therefore; critical therapy was not available. This device remains in service. Patient's medical regimen was adjusted and follow-up was increased. No adverse patient effects.